Event description:
Additional information received on (B)(6) 2014. After suffering for 14 months with extreme light sensitivity and poor vision, the crystalenses were removed from each eye in (B)(6), 2013. My vision was 20/200 before that surgery and I was so light sensitive that I could not go outside and had to wear dark sunglasses inside the house. Within 8 hours of the explant and implantation of a alcon monofocal lens, my vision had improved to 20/25 and the light sensitivity was vastly improved. Bausch + lomb contended since I first complained to them in (B)(6), 2013 that it could not be their lens causing my problems and it was probably other health issues causing the problems. I am enclosing a response letter from them after I notified them of the improvement after their lenses were removed and you will see they continue to insist that their lenses could not be the cause of my problems and refer to health issues that I did not even have. We had requested from them a refund of the $(B)(6) we paid extra for their lens rather than getting a monofocal lens and also asked them to reimburse us the $(B)(6) extra that the eye surgeon charged to order to use the crystalens. They have denied any responsibility until a couple of weeks ago. I received a call on (B)(6) 2014 from (B)(6), who works for baush + lomb. He was calling to tell me they would send us a check for the (B)(6) for the lenses if I would sign a release form promising not to sue them. By offering this money, they are admitting that my problems were associated with having their lenses in my eyes. It was obvious to everyone else that since I had problems for 14 months and within 8 hours of the lenses being removed that the problems were resolved that the crystalens were the cause of my problems. The eye surgeon believes that my eyes rejected the material in the crystalens since none of the lens had adhered to my eyes. He said the lenses "popped right out" and that was extremely unusual. I cannot believe that I am the only person in the united states that would have this reaction to their lenses and I am requesting further examination from FDA about these problems.

Event description:
Cataract surgery on (B)(6) 2012, in left eye with crystalens implant. Other eye done on (B)(6) 2012. I am attaching a time line of events. After a yr of poor vision and light sensitivity, the doctor agreed to remove the crystalens and replace with alcon mn 60 ac lens. The vision and light sensitivity improvement was immediate. Vision was 20/200 and extreme light sensitivity. I could not go outside in sunlight.